Event description:
Customer reported blood set to be leaking in the portion of the tubing that clicks into the pump. No event date was reported. Requests x3 to customer for additional information. Reported set not saved and not able to confirm any details of the leaking set. If new information is obtained, a follow up report will be sent.

Manufacturer narrative:
(B) (4). (B) (4).